Manufacturer narrative:
Concomitant medical products: implant date: (B)(6) 2016, addrl1 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high impedance in both unipolar and bipolar configurations. The rv lead also exhibited loss of capture. The rv lead will be explanted and replaced. No patient complications have been reported as a result of this event.